Manufacturer narrative:
Added information to section h6 (type of investigation); the code "4112 - analysis of information provided by user/third party" was chosen as the code "analysis of images" was not available updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). It could be determined that this issue is related to the supplier process. Supplier corrective actions have been initiated in order to eliminate the cause of the non-conformity and prevent recurrence of this type of complaint.

Manufacturer narrative:
The device of this complaint is not expected to be returned for analysis; however, a video was provided. The video was evaluated and it was observed a leakage at the bond joint area between IV spike and drip chamber. The report of drip chamber leakage was confirmed. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during set up, when this acumen iq sensor was connected to a saline bag and was primed, an excessive presence of air bubbles was noted within the tubing. Additionally, there was a saline leakage coming from the saline bag. The defective device was replaced with a new unit and issue was solved. There is no allegation of patient injury. Patient demographics were not provided.